Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their first implantable neurostimulator (ins) replaced in (B)(6) 2016 so they could have more variety. It was further reported by a manufacturer representative that the patient¿s ins was ¿terrible¿ and they¿ve never had good coverage in their lower back. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported their weight at the time of reported event was (B)(6) lbs. The patient reported their pain never really went away, it just got worse. The patient indicated they were reprogrammed but pain was not resolved. No further complications reported and/or anticipated.